Event description:
Per the clinic, the patients implant site was swollen. The physician extracted the liquid and discovered blood in the liquid. The patient was treated (treatment unknown) but the treatment did not work and caused the implant to extrude with abnormal tissue growth at the site of the implant. The patient was explanted in 2009. Reimplantation is planned, but had not taken place at the time of this report the following month.